Manufacturer narrative:
Additional information was received that the patient will take no further course of action.

Event description:
A report was received that the patient was experiencing shock from the ipg as it would move towards the spinal column and had a burn around the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing shock from the ipg as it would move towards the spinal column and had a burn around the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was also experiencing pain and numbness caused by moving of ipg around the site.

Event description:
A report was received that the patient was experiencing shock from the ipg as it would move towards the spinal column and had a burn around the pocket site. The patient will undergo an explant procedure.